Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment. The bag/vent switch was replaced.

Event description:
The hospital reported the bag/vent switch was not functioning as expected. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.